Event description:
On (B)(6) 2014, the patient was implanted with two gore® excluder® aaa endoprostheses to treat an abdominal aortic aneurysm. It was reported that images taken on an unknown date from a routine follow up visit, revealed a distal type I endoleak specific to the contralateral leg endoprosthesis. A reintervention was performed on (B)(6) 2014 whereby the physician implanted an iliac extender component, resolving the endoleak. There were no patient anatomy anomalies reported and there was no aneurysm sac enlargement. The patient tolerated the procedure.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. The gore® excluder® aaa endoprosthesis instructions for use (IFU) states that adverse events that may occur and/or require intervention include, but are not limited to endoleak.

Manufacturer narrative:
Upon review of the file, it was noted that the complaint is not for the rmt261214/12028126 device, it is reportable for pxc121200/12200743 device. It was reported under the incorrect manufacturer report number. Therefore, this medwatch was created and submitted. Correct manufacturing site for correct device is 2953161.